Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 980-150mg/dl fasting. Verified test strips expire 01/27/2017. Confirmed customer's test strips are being in the bathroom and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:252mg/dl, 202mg/dl and 204mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 980-150mg/dl fasting. Verified test strips expire 01/27/2017. Confirmed customer's test strips are being in the bathroom and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 252mg/dl, 202mg/dl and 204mg/dl. No adverse event reported.